Manufacturer narrative:
(B)(4). D10: medical products: item#: 00249000351, long cm lag scrw retain shaft; lot#: 62563037. Item#: 00249009025, rf cann extrctn adapter 5/16in; lot#: 62551004. Item#: 00225806400, itst extractor bolt; lot#: unknown. G2: foreign: canada. H3: the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported after the surgery was completed that the instrument was fractured at some point during the surgery. It is not known how the instrument was broken. There was no report of a foreign body or harm to the patient. Attempt has been made to obtain additional information. No additional information is available at this time.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h6, h11. The reported event was confirmed by product return. Visual examination of the hex driver shows signs of use as well as wear and tear. The hex driver handle and body of the device has scratches from use. The hex head of the driver has twisted/warped and is stripped with a lightly rounded hex feature. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Through investigation it was determined the device was bent and stripped, rather than fractured, as originally reported. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.